Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2011, due to pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the part, wear rates did not appear to be excessive. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "intraoperative or postoperative bone fracture and/or postoperative pain". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of two (1825034-2011-00852 through 00853) for this event. (B)(4).